Event description:
It was reported that during installation pre-check, the mainframe device was not switching on; the display was blank. There was no patient involvement.

Manufacturer narrative:
H3: the product analysis was completed and found that the monitor was cosmetically ok. The pcba led driver was found faulty and also the display connector was found loose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.